Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-09857 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set fell off events each on (B)(6) 2024. Blood glucose levels were 150 mg/dl at the time of event. The set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.